Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a gradual rise in shock impedances on the right ventricular (rv) lead. Further testing revealed the impedance values were out of range and greater than 200 ohms. At this time, the products remain in service and the patient will be seen again in clinic in one month. No adverse patient effects were reported.

Event description:
Additional information was received which indicated the rv lead was surgically abandoned and replaced. The ICD remains in service. The source of the observation has not been conclusively identified. No additional adverse patient effects were reported.